Event description:
New information received indicates the patient was coding and septic during the event but the exact information is unclear.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Mandatory medwatch form (B)(4) received.

Event description:
It was reported that the patient presented to the hospital after experiencing a heart attack. While in the hospital, the patient experienced bradycardia. Upon interrogation, it was noted that the right atrial lead exhibited loss of capture due to suspected dislodgement. The patient passed away shortly after due to an unrelated bowel perforation.